Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization for high blood glucose on (B)(6) 2014. Blood glucose reading was 183 at time of call. The customer did not know her blood glucose reading at the time of hospitalization. Customer was using an old insulin pump at the time of the call and not the new insulin pump she had received. The customer did not take the 5.3 units of insulin suggested by the insulin pump and took her to bring her blood glucose reading down from 500 mg/dl. Health care professional at the hosp stated that it was her insulin that went bad. Customer also mentioned that she had been under a lot of stress. The customer was wearing the insulin pump at the time of the hospitalization. Customer stated that she had been throwing up and could not walk prior to hospitalization. The customer was treated with fluids and stayed on insulin pump while she was hospitalized for two days. Customer had changed her insulin and began using a new insulin pump.